Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had a breakage at the tip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not confirm wrist-wire damage (conductor or grip/pitch unknown) and noted no abnormal motion (no opposite or uncontrolled movement; not static). Tip damage is suspected; memory suggests a portion of the jaw may have been missing but details are uncertain. No material was missing or detached from the patient-entry portion, and there were no issues removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. The tube extension is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. The instrument was found to have dislodged proximal clevis at the tube extension. The proximal clevis became dislodged due to the broken main tube extension. The complaint regarding breakage at the tip was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy.

Event description:
Refer to h11 for follow-up information.